Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had was not working at all. It was exposed to fluid and the keypad was unresponsive. The device will be returned for analysis.